Event description:
Caller reported a malfunction on the pump, possibly due to getting it a little wet while washing a car. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.